Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and "not feeling well since the implants were originally placed in 2012 and a host of other health issues". Device remains implanted.